Event description:
An event was received through the edwards lifesciences implant patient registry. This "registry" is a patient tracking mechanism for serialized devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market registry. Patient and device status are reported through the registry. This information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received by edwards as a conventional customer complaint. In this case, the device was explanted at implant and replaced by the same model, smaller size device, due to unknown reasons.

Manufacturer narrative:
Model number: this model is distributed outside of the united states and is being reported as similar to model 2800, which is marketed within the united states. Device not returned. No further details were provided. Despite our attempts to receive additional information regarding the device and event, no response or sample for evaluation was received from the health-care provider. The device history record (DHR) review was completed and our records demonstrate that this device met all specifications. The event is reported as a valve explant at implant. This is typically a result of inappropriate sizing, distortion of the valve during implantation and/or the patient's anatomy, and not a malfunction of the device. If the issue is recognized after the patient is off bypass and requires reinstitution of bypass in order to explant the valve, this may require significantly extended operative and cardiopulmonary bypass time, which increases the risk of the procedure. It is not known, at this time, if the patient was taken off bypass. Investigation is on-going.

Manufacturer narrative:
Additional attempts have been made via phone, fax, email and on-site visit in an effort to get information regarding this event and return of the device for evaluation. However, all efforts have resulted in no new information. At this point, the only information that we have, based on the returned implant data cards, is that this is a sizing issue. The original device implanted was a 23mm and the replacement device is a 21mm. However, there is no information to suggest that there was a malfunction of the device and allegation of a device failure. This event was reported as an injury to the patient since details of the event are unknown. In the event additional information becomes available, it will be reported.